Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a force bipolar became bent and could not be removed from the port. The physician straightened it using another instrument and removed it. An emergency use of the wrench was utilized but was unsuccessful. The procedure was completing as planned with no reported injury.